Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 144 mg/dl. Customer was at the lake and his pocket was wet when he put his insulin pump in it. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.